Manufacturer narrative:
An investigation was completed: on 11/5/2024, it was reported that the system was jerking during exposure. The field engineer (fe) was dispatched to the customer site and found loose vertical travel assembly (vta) bolts. The fe replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,308 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR related to the vta. The vta was installed on this gantry with no issues noted. System product code: 3dm-sys-std, serial number: (B)(6), manufacture date: 6/12/2018, system installation date: 7/12/2018, unique device identifier: (B)(4).

Event description:
It was reported that on (B)(6) 2024 during a 3dimensions procedure the customer reported that the movement was not smooth when exposing and jerking was observed. A field engineer examined the equipment and found loose worm gear, screws loose from behind the detector, and tomo pot graph showed degraded performance. The field engineer adjusted the worm gear backlash, tightened the screws and replaced the tomo pot. Recalibrated the equipment and the system met the manufacturer´s specifications. No patient or staff injury reported.